Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level as well as high blood glucose level. The customer's low blood glucose level was 45 mg/dl. The customer's high blood glucose level was 406 mg/dl, 400 mg/dl and .506 mg/dl. The customer was treated by the juice for the low blood glucose level and by manual injections for high blood glucose level. Other relevant blood glucose level of the customer was 116 mg/dl. The customer declined to troubleshooting for blood glucose. The insulin pump will not be returned for the analysis and sensor will be returned for the analysis.